Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was in for an MRI of their lower back or lower lumbar and they were requesting MRI compatibility. At first it was stated that it was not related then it was speculated that it was for back problems and the back problems started around the same time that the patient was implanted. The patient was having their device explanted in a couple of weeks and the health care provider (hcp) did not know why it was being removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.